Event description:
The risk manager stated, "paramedics experienced equipment failure with a laryngoscope handle whereby lighting went out everytime and pressure was applied while trying to intubate an infant with suspected sids (sudden infant death syndrome). The pt ultimately died at emergency room of another hosp. The pt was ventilated with a bag valve mask system since paramedis were unable to intubate. Later the lighting problem was reproducible with the same handle and blade but not with other blades when placed on the same handle. There have not been any problems with this disposable laryngoscope blade in the past." Co made three attempts to obtain add'l info" 1) did paramedics try a second time to intubate the pt; 2) are disposable blades reused; 3) was the infant intubated at the hosp and 4) are reusable blades carried in the paramedic vehicles. These attempts were unsuccessful. There is no causal connection between intermittent lighting of the laryngoscope handle and the death of the pt.